Manufacturer narrative:
The customer provided the device logs for review, and they confirmed the customers reported issue. Following up with the customer, it was confirmed that the issue was resolved after replacing the life block.

Event description:
Customer stated that the device exhibited technical failures, 316, 345, 347 and 401. The mainboard from another bv was used to verify, and the error persists. The mainboard from another bv was used to verify, and the error persists. There was no patient involvement reported.

Manufacturer narrative:
PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.